Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. There was no damage. A pairing test was not performed as there was no pairing code. The allegation was undetermined. The probable cause could not be determined via product investigation. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6) 2025, the day of the event the patient did not experience any symptoms but self-treated at home drinking 2 cans of soda, and eating crackers and cheese, when the cgm reading was low. When the patient took a fingerstick at home the cgm was reading 60 mg/dl, and the blood glucose reading was 660 mg/dl. The patient went to the hospital at 11:30pm, and when a fingerstick was taken there the blood glucose reading was 700 mg/dl. The patient received intravenous treatment, and was discharged the day after, around noon. When the patient was discharged, they would have had 295 mg/dl, but it is unknown if this were a blood glucose reading or the cgm reading. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.